Event description:
A customer's dex system had been reading approximately 100 points off. For example a result of 50 mg/dl was displayed when it should have read 150 mg/dl. While on the phone a review of the system was conducted. It was learned that the "hundreds units" was not being displayed. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.

Event description:
A customer's dex system had been reading approximately 100 points off. For example a result of 50 mg/dl was displayed when it should have read 150 mg/dl. While on the phone a review of the system was conducted. It was learned that the "hundreds units" was not being displayed. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.

Event description:
A customer's dex system had been reading approximately 100 points off. For example a result of 50 mg/dl was displayed when it should have read 150 mg/dl. While on the phone a review of the system was conducted. It was learned that the "hundreds units" was not being display. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.